Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose reading at the time of the incident was 53 mg/dl. Customer was treated with food and glucose tablets for low blood glucose. Current blood glucose level was 125 mg/dl. Customer did allege the insulin pump was over delivering because of low blood glucose reading. Customer had been using an insulin pump system within 48 hours of the reported low blood glucose event. The auto mode was not active at the time of the incident. The insulin pump and the reservoir will not be returned for analysis.